Event description:
Per the surgeon, the patient experienced an infection which was treated with antibiotics. However, the issue could not be resolved. The device was explanted on (B)(6) 2021. There are no plans to reimplant the patient with a new device as of the date of this report.